Event description:
It was reported that difficulty removing/ withdrawing and shaft break occurred. Vascular access was obtained via the femoral artery and the radial artery. The 75% stenosed, 25mmx2.5-2.75mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending (lad) artery. Following the insertion of a 6fr non-bsc guide catheter in the radial artery and a 7fr non-bsc guide catheter in the femoral artery, a non-bsc guide wire was advanced towards the target lesion. Predilation was performed. Subsequently, a 28x2.75mm synergy¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, after stent deployment, the balloon could not be withdrawn back into the guide catheter. After several attempts to remove the balloon by means of re-inflation, deflation and by pulling, the shaft broke. The balloon was snared and it was noted that some stent struts were still on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).